Event description:
A peritoneal dialysis pt has reported that he was receiving a fill complication alarm. The pt was unable to complete treatment and stated that there was a fluid leak from the tubing set which caused fluid to leak inside the cycler. Pt was administered prophylactic antibiotics and has had no adverse effects. Sample was discarded and not available for return to the manufacturer.

Manufacturer narrative:
The peritoneal cycler (plant investigation) is currently undergoing evaluation and a supplemental report will be submitted upon completion.